Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had experienced multiple, intermittent high blood glucose level. The value of the levels were not reported. The contact declined tandem technical support's offer to troubleshoot.